Event description:
A malfunction alarm was reported with the pump displaying a malfunction code that was not resettable. There was no adverse impact to the customer's blood glucose level, which did not exceed 500 mg/dl. The customer switched to multiple daily injections as a backup therapy and was instructed by technical support to return the pump using a pre-paid label. The pump was under warranty, and a replacement was arranged with confirmed shipping details.